Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the tubing was "not rebounding after it has been clamped for a while." The user observed a deep indentation in the tubing. Although requested, no further details were provided by the customer for this event.